Manufacturer narrative:
According to an image provided, the gripper was dirty, and there was fibrin on the patient sample. The investigation determined the event was due to pre-analytical handling issues.

Manufacturer narrative:
The cobas e 801 module serial number was (B)(6). The overall calibration was acceptable. The qc was within the ranges on the date of the event. No relevant alarms were observed. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys total psa assay on a cobas e 801 module, which did not match the patient's clinical condition. Initial result: 0.07 ng/ml. The initial result also did not match the patient's previous results of <0.006 ng/ml, and the sample was then repeated on (B)(6) 2025. Repeat result: <0.006 ng/ml. The repeat result was with the expected value.